Event description:
It was reported that the patient experienced a shocking or jolting sensation. Yesterday evening ((B)(6) 2013) the patient's husband asked her "why my leg was jerking". The stimulation just randomly turned on and now the patient wanted to turn it off. It was noted that the stimulator had not been working "for several months" because her health was getting weaker and the patient noted "its a long story". The patient's stimulation was off and the amplitude was at 1.4v. The patient's doctor told her to turn her ins off but appeared to already have been off. Patient services guided the patient through lowering amplitude to 0.0v in case the stimulation "randomly kicks back on again". The patient planned to see her doctor soon. Additional information received noted that the cause of the event was unknown. The patient was no longer using the implanted device. Despite multiple adjustments to stimulation parameters, the patient had not experienced the positive results she did during the trial. The patient had multiple co-morbidities, including chronic pain.

Event description:
Additional information received indicated the patient was still having concerns with their device or therapy, but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v931596, implanted: (B)(6) 2012, product type lead. (B)(4).